Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was not pacing. The physician decided not to use an atrial lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.